Manufacturer narrative:
A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
Facility reported to sales rep that after pulling out the wire from a PICC insertion, there was an alleged fracture about 3 cm from the end. Nurse stated that it [the tip of the wire] was hanging and after she pulled on it, it reportedly broke off very easily. Nurse stated that she did not ever have the wire beyond the tip of the PICC.